Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following a knee replacement surgery. A manufacturer representative met with the patient and confirmed that the ipg is inoperable and not providing effective stimulation. Surgical intervention may be pending to address this issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is related to user error.